Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch # unk. The lot/ batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: please see attached medical records.

Event description:
It was reported "that patient underwent a robotic -assisted laparoscopic sigmoid colon resection on (B)(6) 2018. Two days after discharge, patient presented with severe pain, fever and vomiting and CT scan revealed a leaking colon. On (B)(6) 2019, patient underwent reoperation and an ileostomy was placed. On (B)(6) 2019, the ileostomy was reversed. It was further reported patient continues to have pain and discomfort."